Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 500 mg/dl. The customer sensor glucose reading was 45. The customer 2nd sensor incident, her blood glucose was 458 mg/dl and sensor glucose reading was 65. The customer stated that she treated for both high blood glucose with the pump. The customer has declined to troubleshoot for high blood glucose at this time.